Manufacturer narrative:
The device was received for investigation. The device was found in good physical condition. The logs were downloaded and sent for review. A comprehensive review of the key presses found no duration relating to 1hr 10mins. A delivery of 250ml at a rate of 250ml/hr was found, after this stopped the device was reprogrammed as follows: 272ml/hr, vtbi: 1ml and a duration of 30hr. This automatically recalculated the volume to 8160ml and the infusion ran for approximately 1 hour with intermittent alarms for distal occlusion and proximal air in line alarm. The rate did not change during the infusion. After 1 hour the infusion was stopped. The pump then passed functional testing (pumping with no alarms). The customer complaint of "blood transfused in 1 hour 10 mins. On checking rate in the pump it was reading at a totally different rate and volume to what was set" was not confirmed during log review and no problem was found with the device during testing.

Manufacturer narrative:
The device has been received for investigation. Investigation is still pending.

Event description:
The event involved a plum 360 where it was stated that there is a query over the programming of it. A blood transfusion pump set was to deliver a unit as prescribed, the unit of blood transfused in 1 hour 10 mins. On checking rate in the pump it was reading at a totally different rate and volume to what was set. Original setting checked and verified by x2 trained nurses on implementation. The status of the product at time of event was during infusion. There was no error code noted. There was patient involvement and no patient harm.